Manufacturer narrative:
The device has been disposed by the customer. This event was initially on (B)(6) 2013 reported under manufacturer's reference # (B)(4)/ report # 3008203003-2013-00132 (carto® 3 system / us catalog # fg540000 / serial # (B)(4)). Due to the analysis results, this complaint was created to report the 20 pole eco cable / us catalog # em5050060 / lot # unknown. (B)(4).

Event description:
During an atrial fibrillation paroxysmal procedure, it was reported that an error 8 appeared on the carto® 3 system after connecting a catheter. Noise was also displayed on all the monitors after the catheter was connected. It was confirmed that no pacing was being performed at that time and that all channels were opened on the competitor¿s recording system and not in carto® 3 system. Troubleshooting was subsequently performed, closed all pacing channels on the recording system, unplugged all cables and rebooted the system. After rebooting the system error cleared, ECG cable, rf gen cable and deca port catheter were connected without error or noise present. Bwi representative connected catheter cable again and error and noise returned. All cables were disconnected and rebooted system again. A second (reprocessed) catheter cable was connected after rebooting the system and the error did not returned or noise was present. It was determined that a malfunction catheter cable was a faulty one. System is operating properly. There was no patient consequence.